Manufacturer narrative:
.

Event description:
It was reported via a postmarket registry that the device was explanted due to an infection. The patient experienced swelling of the wound, erythema and drainage. The infection was reported to be secondary to the patient's pet scratching the abdominal pocket. The pump contained hydromorphone, clonidine, bupivacaine and midazolam. The patient recovered without sequela.